Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 20475749/2000019584.

Event description:
It was reported that the patient experienced inadequate stimulation despite the reprogramming done. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded.